Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Investigation confirmed a bent in the exposed portion of the soft cannula. Additionally, a tear was found near the distal tip of the soft cannula. Fluid was seen exiting the site of the tear. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported that the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 1 and 4 hours. The patient stated that it made a funny sound when it activated. Patient was unsure about the pink slide status. When removed from the infusion site (abdomen), the cannula looked as it was never inserted properly. The pod's cannula was also found bent. As treatment for hyperglycemia, a new pod was applied.